Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported the device's system board was replaced to address a failure to power on issue. The device's power supply was replaced due to an intermittent led issue. The power supply was returned to the manufacturer's product investigation laboratory for additional testing. During the investigation the root cause of the power supply issue was found to be due to thermal issues on the capacitor confined to the component.